Event description:
It was reported that after performing pre-dilatation and successfully deploying a 2.75x38 rx xience xpedition stent in the proximal right coronary artery (rca), as pre-planned, a 2.75x18 rx xience xpedition stent delivery system (sds) was advanced against resistance through the implanted 2.75x38 rx xience xpedition stent to a non-calcified, de novo lesion in the mid rca. During inflation, the 2.75x18 rx xience xpedition was only able to be inflated to 10 atmospheres, resulting in a half-expanded stent; a balloon rupture is suspected. Additional balloon dilatation was performed to fully expand the 2.75x18 rx xience xpedition stent. Both stents were angiographically to be fully apposed to the vessel wall. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Distal to stent; against resistance. The device was received. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Against resistance. Evaluation summary: the device was returned for analysis. The inflation issue and balloon rupture were able to be confirmed. The physical resistance and difficulty deploying the stent could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) states: when treating multiple lesions within the same vessel, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent. Based on the reviewed information, no product deficiency was identified.